Event description:
Boston scientific received information that during a follow up visit, episodes of noise were revealed in the vf zone. These episodes were successfully treated with anti-tachycardia pacing therapy. Asystole greater than two seconds was revealed during the episodes. Attempts to reproduce the noise were unsuccessful. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device and leads remain implanted. No programming changes were performed. Should additional information become available, this event will be updated.